Manufacturer narrative:
(B)(4). Date of event is 2020. Event day and event month were not reported. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the mcs20 clip wouldn't fire normally and dropped out. The user fired the clip, but clip couldn't bite securely on vessels. It was reported the clips were fired unformed, the clips did not hold on vessels, and the clips also dropped out of device before firing trigger. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 7/28/2020. D4: batch #t92a4h. Investigation summary: the analysis results found that the mcs20 device was returned with no apparent damage. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled and it fed and formed the remaining 11 clips as intended. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.